Manufacturer narrative:
Age at time of event: about (B)(6) years old.

Event description:
It was reported that tip shear occurred. The target lesion was located in the moderately calcified and scarred and somewhat tortuous below the knee vasculature. The physician used pedal access of the posterior tibial artery to traverse the arterial pathway to treat the anterior tibial artery lesion. A 300cm straight tip v-14 control wire was used. During removal of the catheter under fluoroscopy, the tip of the guidewire was noted to be severely stretched, bent and kinked and was beginning to shear off. The tip did not come completely off. The guidewire and the catheter were removed together as a unit. The procedure was completed with another of the same device. There were no patient complications reported.